Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(4)) displayed "realign patient" after 2-5 minutes of compressions was not confirmed during functional testing and during archive data review. No malfunction on the platform and performed as intended. Visual inspection revealed a cracked front enclosure, unrelated to the reported complaint. The observed physical damage was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to the age of the device. The autopulse platform was manufactured in 2018 and has reached its service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data review showed user advisory (ua)2 (compression tracking error) and ua17 (motor on for too long during active operation) error messages, unrelated to the reported complaint. These uas could not be duplicated during testing. Stressing out device with instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each, no problem found. Performed load cell characterization check to troubleshoot for the ua02 observed in the archive data, and both load cells functioned within the specification. As a precautionary measure, the brake gap was cleaned to address ua17, and verified brake gap within specification. The autopulse platform passed the initial functional testing without any fault or error. No device malfunction was observed, and the autopulse platform functioned as intended. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed "realign patient" after 2-5 minutes of compressions. After reset, the autopulse platform would functions properly but displayed same error message. Patient's status information was requested but the customer did not provide a response.